Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device anaysis will be submtted as a follow up report.

Event description:
It was reported that the pt had loss of benefit due to fmt dislocation, not related to the device functionality, approximately since (B) (6) 2009. Before this, his performance was ok. He underwent revision surgery on (B) (6) 2010. Repositioning of the fmt didn't work and it was not possible to reimplant due to fibrosis around the conductor link and very narrow anatomy. Thus the pt was explanted on that (B) (6) 2010.